Event description:
It was reported that there was a warning for high threshold on the right atrial (ra) lead and there was possible loss of capture. It was also noted that p waves were low. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012. (B)(4).